Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) was seen on the patient¿s device. The family stated that the patient was in the hospital for their heart and they had to shock their heart 3 times (possible emi exposure). It was noted they turned the stimulation off. The reporter was going to follow up with the patient¿s healthcare professional (hcp) to clear the por message. No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the it was unknown what actions/interventions were taken as they had not seen the patient since (B)(6) 2018.